Event description:
Nurse was giving patient a tb skin test using a bd safetyglide tb 27g x 1/2 rb needle and syringe. As the nurse attempted to retract the needle, it became mis-aligned with the plastic safety cap and pierced the safety shield, resulting in a needle stick to the nurse. The nurse was wearing gloves. The facility returned a like sample to the manufacturer for evaluation.